Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 500 mg/dl and 106 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The returned product was investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Additionally, the reported readings were found in the meter's memory within 10 minutes.